Manufacturer narrative:
(B)(4). A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Tip of taps bent while tapping. Per complaint form: 4.35 tap bent while tapping. A 5.0 tap broke while tapping.

Manufacturer narrative:
UDI: (B)(4). The 5.0mm tap was found to be broken at the neck of the instrument and was subsequently submitted for fracture analysis. Optical images of the fractured surfaces show evidence of plastic deformation and a rough appearance across the entire surface indicating that the tap underwent a quasi-static overload failure. It should be noted that the supplier has been contacted on three separate occasions in regards to the manufacturing and release of these two instruments. No replies have been received. About 36 days have passed without the lot information being forwarded. The DHR has not been made available. No emerging were found requiring further actions. The root cause of the 5.0mm tap breaking at its neck cannot be determined from the sample and the information provided. The results of fracture analysis have determined that a potential root cause may be quasi-static overload failure due to excessive force inadvertently placed on the next of the tap during use, resulting in the tap breaking. As no issues could be identified in the manufacturing or release of this product as no lot information has been provided by the supplier and no systemic trends requiring immediate actions have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.